Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported by scrub technician that revision surgery performed due to patient feel pain in the hip for a while after having hip reconstruction surgery long time ago, after x-ray, x-ray film revealed that hip component was loose. (Stryker staff awareness date is the revision surgery as exact primary device type is unknown).

Manufacturer narrative:
Reported event: an event regarding loosening involving a restoration modular body was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following: photos show an explanted device with nothing remarkable to note. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
It was reported by scrub technician that revision surgery performed due to patient feel pain in the hip for a while after having hip reconstruction surgery long time ago, after x-ray, x-ray film revealed that hip component was loose. (Stryker staff awareness date is the revision surgery as exact primary device type is unknown).